Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Event description:
It was reported that during patient use, the ventilator displayed ¿high fio2' and 'circuit obstruction' alarm messages. The ventilator continued to ventilate the patient. The set fio2 was 40%, and the measured fio2 was 84%. The respiratory therapist replaced the circuit and attempted to troubleshoot the issues, but the alarm messages persisted. The circuit check and o2 sensor calibrations passed before patient use. There was no nebulizer in use. There was no harm to the patient, and the patient was placed on another ventilator.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.